Manufacturer narrative:
(B)(4). Implant date - unknown date in 2009. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00149, 3002806535-2017-00150.

Event description:
It was reported by the patient, a left hip revision procedure occurred approximately five years post-implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Examination of the revised components showed that a large amount of bone remained on the porous coated surface of the acetabular shell. This implies that the shell was well fixed in the patient. This is in agreement with the radiographic measurements of the inclination angle of the acetabular component at various time points. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the patient, a left hip revision procedure occurred approximately five years post-implantation due to pain. Attempts have been made and additional information on the reported event is unavailable at this time.